Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on november 24, 2019 due to diabetic ketoacidosis with a high blood glucose level of 1200 mg/dl. The customer reported that they experienced vomiting as a symptom of high blood glucose level. The customer was treated with insulin drip and intravenous fluids at the hospital. The customer mentioned that the set had come off, this happened with 4 sets and because of it the blood glucose went high and now in the hospital because of it they was in intensive care unit and now off the insulin pump. The customer declined troubleshooting for the insulin pump. The insulin pump will not be returned for analysis.